Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite functional test due to the device delivering fluid at 39.1 degrees celsius during rite fill 1, which is .1 degrees celsius above the specified range of 35.0-39.0 degrees c. Additional temperature performance and volumetric accuracy testing was performed and the device passed each test without difficulty. The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite temperature test failure. The cause of the rite temperature test failure was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.